Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, only the distal portion of the lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the inner insulation did not find any anomalies.

Event description:
Related manufacturer report number 2017865-2024-33672. It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead and on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. The rv lead and the ra lead were explanted and replaced to resolve the event. The patient was in stable condition.